Event description:
During service testing, the baxter repair technician reported that the device under-delivered. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Inspection of the device found that the pump underdelivered, due to a faulty pump head module (phm) the phm was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA mdq-CAPA-164, which was opened on july 28, 2005